Event description:
I used the visine eye drops for contacts and some trickled out of my eye and down my face. I started to feel a burning sensation on my cheeks and saw that I had red tracks going down my face where the drops were. It looked like I was crying blood. I put skin soother on it and it did not go away for several hours. I looked online to see if this happened to anyone else and there were many people claiming the same thing. Dates of use: (B)(6) 2016.